Manufacturer narrative:
02/14/2024 - the consumer accepted a replacement product and will not return the device to the manufacturer for an investigation. Therefore an investigation will not occur.

Event description:
1/31/2024 - the consumer claims the device smelled like it was burning. The consumer accepted a replacement. Therefore, the product will not be returned and an investigation will not occur.